Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy first occurred on (B)(6) 2015. At this time the patient made four separate comparisons with the subject meter obtaining the following results: ¿221 and 244 mg/dl¿, ¿247 and 205 mg/dl¿, ¿271 and 228 mg/dl¿ and ¿250 and 237 mg/dl¿. Each pair of results was obtained during blood glucose tests performed within 20 minutes of one another. An unknown period of time prior to obtaining these results the patient stated that they suffered a ¿seizure¿. The patient did not make any changes to their normal diabetes management routine (6-10 units of humalog and 22 units of lantus per day) as a result of this symptom or as a result of the alleged inaccurate results. Three weeks later, on 03/03/2015 the patient stated that they were treated in the emergency room (e.r). The patient received IV fluids from a healthcare professional and also had a blood glucose test performed on an e.r meter on the same date, with a result of ¿190 mg/dl¿ being obtained. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. Replacement products were sent to the patient. Despite the fact that the alleged product issue did not cause or contribute towards the ¿seizure¿ experienced by the patient, this complaint is being reported because of the fact that the patient was treated in ER for an acute complication of diabetes after this alleged product issue began. Treatment was received three weeks after the product issue allegedly began which suggests that the patient¿s condition deteriorated as a result of not being able to obtain accurate results on the subject meter.

Manufacturer narrative:
Follow-up # 1 - 4/22/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 4/9/2015 and 4/7/2015, evaluated by lifescan product analysis on 4/11/2015 and 4/15/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.